Manufacturer narrative:
The complaint of a subcutaneous leak is confirmed, user related. A leak is observed between the 37 and 36 cm markers. The leak site contains characteristics suggesting it resulted from inadvertent contact with a sharp instrument; however, the exact mechanism of the damage is unk. The product IFU states, " avoid accidental device contact with sharp instruments and mechanical damage to the catheter material."

Event description:
Pre insertion flush performed. The catheter was inserted and flushed. Hole was noticed at the 32-33cm.